Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, there was contamination on the battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem had battery charger problems. The pt was issued a replacement charger/modem.